Manufacturer narrative:
Event date: (B)(6) 2018. Philip's field service engineer (fse) evaluated the device. The unit was run on normal power and on battery power. The fse was unable to duplicate the problem. Alarm conditions were tested and the unit was functional. The power management board was replaced as a preventative measure. The unit passed performance testing.

Event description:
It was reported that the ventilator was running on ac power but converted to battery power without alarming. The ventilator subsequently shutdown. The device was in use at the time of the event; however, there was no patient harm. The patient was provided with an alternate oxygen source. The event date was not specified, estimate used.